Manufacturer narrative:
H3. The catheter was returned for analysis on (B)(6) 2023. Analysis of the catheter identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2023 other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4). Ubd: 15-sep-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 250 mcg/ml at 12.5 mcg/day via an implanted pump. It was reported the patient was recently seen in the clinic and found to have an elective replacement indicator (eri) less than five months. In preparation for a pump replacement, the physician performed a catheter access study that had no return of spinal fluid, consistent with a catheter obstruction. Subsequently, the physician began weaning the patient intrathecal dosing in preparation for a catheter revision. The exact cause of the catheter obstruction was not determined, but the physician believed that it may be related to a progression of the patient¿s degenerative changes in his spine. Diagnostics/troubleshooting included a negative catheter access study on (B)(6) 2023 thoracic spine x-ray performed on (B)(6) 2023 revealed the intrathecal catheter tip was at t6. The patient was taken to the operating room (or) on the date of this report for planned pump replacement and catheter revision. The physician first started by opening the existing pump pocket. He dissected out the existing pump and proximal pump segment. The pump was detached from the existing catheter and discarded by the customer. The proximal pump segment was then removed, revealed no flow of cerebrospinal fluid (csf) from the spinal segment. The physician then proceeded to open the spinal segment and dissected down to the anchor and catheter. He then spliced the catheter in the spinal segment, but still had no csf flow. At this time, he decided to replace the catheter in its entirety. He was given a new 8780 kit and the new catheter was placed at the t9 level. The new catheter was tunneled to the existing pump pocket and attached to a new 8637¿20. The new pump was placed in the existing pocket and a final catheter aspiration was performed to ensure return of csf/patency of the intrath ecal catheter. The incisions were then irrigated and closed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s medical history was asked but unknown.